Event description:
It was reported that a spectrum iq infusion pump failed the preventive maintenance volume testing. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested and a flow rate of 40 ml/hr at a volume to be infused (vtbi) of 40 and a flow rate of 40 ml/hr for a vtbi of 20. For both tests the device delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed the device has been serviced for this same issue within the last 12 months however the issue was unable to be reproduced during prior service and all service activities were completed at that time. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.